Event description:
Additional information reported that the patient¿s battery was depleting ¿quicker now.¿ at the date of the report, it was noted that ¿for the last few months, it seemed to discharge more easily than it had before.¿

Manufacturer narrative:
Further review indicated that the use of prednisone was an intervention.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 377775, lot# v000605, implanted: (B)(6) 2005, product type: lead, product ID: 3708140, serial# (B)(4) implanted: (B)(4) 2005, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 377775, lot# n0039793, implanted: (B)(4) 2005, product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that a review of the patient¿s records showed no mention of any ¿fluid build-up¿ and noted that, ¿nonetheless, it is highly unlikely that the spinal cord stimulator is the cause of this condition¿. It was noted that a recurrence of migraine headaches could represent suboptimal functioning of the occipital nerve stimulator but ¿an office visit would be required to determine this¿. The hcp was unaware of any testing of the device to rule it out as a cause for the headaches. The hcp had no further clinical evaluations and noted that the patient had not been seen (office visit) after (B)(6) 2013. However, as of the last office visit, the patient seemed to be doing ¿relatively well¿. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had turned the device on for 4-6 weeks as it was not taking care of her headaches. The patient reported a loss of therapeutic effect. The patient went through some bad depression and migraines last year. The patient went to charge her device again to attempt to use it again (instead of medications). Of note, the patient thought that the stimulation on/off button was supposed to shade when she charged. Reviewed with the patient that the battery level icon is what blinks during recharge. At one point (time frame not given), the patient had excess fluid on the brain. The patient was diagnosed with a pseudo tumor. This gave the patient migraine headaches because the spinal fluid would build up, go into the brain and compress it. The patient was taking medications and didn¿t think her current issue was due to excess fluid in the brain, but rather that she was going through a ¿bad period of headaches.¿ the patient was put on prednisone to ¿pop¿ the fluid, on an unknown date. The fluid did ¿pop¿, but 2 days later, the patient was back in bed with the migraine. The patient needed to take dilaudid for the headache. Additional information was requested, if received, a follow up report will be sent. See MFR# 3004209178-2013-10574 for the patient's second device.